Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One dpt was kit was returned for examination. The reported event of "break in the white cable" was confirmed. A section of the dpt cable cover appeared torn and had surface damages at approximately 1" proximal from the dpt housing. The torn section was approximately 0.15" in length. The #1 leadwire was exposed at the torn area and the cable was slightly bent at the torn area. The dpt zeroed and sensed pressure accurately on a pressure monitor. No other visible damage was observed from the kit. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The IFU for the truwave pressure monitoring kit with truwave pressure transducer, states that the device is rated mr conditional. Additionally, the IFU states: ¿this device and the associated cable are not intended for use inside of the bore of the mr system and should not be in contact with the patient.¿ ¿this device and the associated cable may be in the mr system room but not in operation or connected to a pressure monitoring system during an mr examination." In addition, there is information on the edwards website regarding MRI safety information. The aforementioned information was communicated to the customer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during monitoring with a disposable pressure transducer of the left radial arterial blood pressures, the patient went to MRI in "usual fashion taking standard precautions". However, while assessing the patient upon return to the ICU, the clinician found a 3.5cm x 1.5cm burn injury to the patient's left distal lateral bicep area. A very small break in the white cable from the transducer was found with an wire exposed. The break was noted to be in an area where the cable was folded in the product packaging. The transducer was replaced immediately. The ICU team and MRI staff were made aware of the incident. The product is available for evaluation. The model and lot number were not provided. Follow-up information for the patient condition and demographics were unable to be obtained at this time.